Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29may2020.

Event description:
The customer reported the(alternating current) ac power supply was not recognized at operational check. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power cord to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
G4: 10oct2020. B4: 27oct2020. The ac(alternating current) power cord (power cord,3 wire,rt angle,na,10a) was returned to failure investigation (fi) for evaluation. Cable has twisted and braided appearance. Ac power cord failed esa resistance test. Verified reported failure. High pin-pin resistances noted n-n and g-g. Root cause determined to be mechanical wear and tear. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.